Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pull wire was retracted approximately 7.5 cm from the proximal end of the pusher assembly. The pull wire was present within the distal detachment tip (ddt) of the pusher assembly and the embolization coil was not detached. The embolization coil was undamaged. Conclusion: evaluation of the returned smart coil revealed a device with a separated proximal pet lock and a fractured pull wire. A detachment attempt using a handle was reported in the complaint which likely caused the proximal pet lock to separate. Despite this detachment attempt, the pull wire remained within the pusher assembly distal detachment tip (ddt). During functional testing, the pull wire was found to have fractured within the pusher assembly. This pull wire fracture likely prevented the handle from retracting the pull wire from the ddt, which is required to detach the embolization coil from the pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02459.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a smart coil to the target location, however, was unable to detach the coil on the first attempt using the handle. Although the physician observed that the black alignment zone was separated in half, the smart coil failed to detach. Therefore, the physician pulled the pull wire of the smart coil pusher assembly in an attempt to manually detach the smart coil; however, the smart coil did not detach. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.